Manufacturer narrative:
The manufacturer previously received information alleging a ventilator did not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's system board and display board were replaced to address the issue. The section in box g: report source (rfb) has been corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator did not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.